Manufacturer narrative:
Correction: the implanted device remains insitu and is not available for evaluation; device evaluation is not anticipated as previously reported. This report is filed on (B)(6) 2015. Implanted device remains.

Manufacturer narrative:
The report is filed (B)(6) 2015.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).